Event description:
Reported by a company representative as receiving a box from our distributor, of explanted ports and lap-bands. No information was provided as to why the device was removed and returned. Additional findings per the company representative, "the port changes are mostly that they removed infected ports and for the bands, the main reason is due to slippage."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis results are pending at this time. A supplemental medwatch will be generated once analysis of the device is complete. Band slippage and infection are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage." Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.